Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported after wearing the pod on her right leg for more than 48 hour, she noticed redness and an infection at the site. She then went to the doctor who advised her to go to the emergency room. Upon arrival at the emergency room she was placed on an intravenous treatment and for the infection. They perform incision and drainage of the site. She was also given antibiotic and she stated the doctor did suggest that this may be caused by the patient not properly cleaning the site prior to applying the device.